Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.